Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the reported product damage has been completed. The cause of the product damage was use related, specifically improper technique during case setup when backloading the guidewire. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the physician was placing a second pump, after not priming the first pump correctly, and damaged the pump during placement. The physician had to use a third pump to complete the intervention. This pump was damaged by the physician and was replaced with another pump. There was no patient harm.